Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with a pocket infection and pocket erosion. The entire pacing system was explanted on (B)(6) 2021. Patient was stable after the procedure.

Event description:
New information received noted that the patient exhibited an infection on (B)(6) 2020. Hospital became aware of the event on (B)(6) 2021.